Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) product type mobile platform product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jan-2021, UDI#: (B)(4) h3-¿tm90 micro usb interface is damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implanted pump. The indication for use was spinal pain. The patient reported they were having an "increasingly hard time" getting connected to the pump to get a bolus. The patient had been trying for 30 minutes this morning and have turned the communicator off and on four times and it keeps saying no pump found. The agent had the patient exit out of the application, turn airplane mode on and off and then try to connect again. The patient was able to successfully connect and to the myptm app and then when theywent to deliver bolus received "no pump response." The agent had the patient reposition communicator and then was able to deliver bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient would call back if they continued to have connection issues. Additional information was re ceived from the patient on (B)(6) 2024 who reported they were still having connection issues and having to turn airplane mode on and off "every time" they get connected to ptm since the last phone call. An email was sent to repair department to replace communicator due to poor communication, ¿no pump response" and "not found" message. Troubleshooting performed previously had solved the issue, but not anymore. No patient injury reported. Additional information was received on 22-aug-2024 from the patient who repeated information from previous calls about having trouble getting the ptm to connect to her pump. The patient stated that she has to "do everything behind my back" because their pump was implanted in their hip. The agent reviewed steps to get ptm to connect to pump and caller was able to get a bolus while on the call. The agent reviewed flex programming option and advised the patient to discuss this with their physician if they would like to have the pump deliver boluses without external equipment. Additional information was received on 18-sep-2024 from the patient who reported last week their pain specialist who programmed the pump for flex programming so they would not have to use external equipment for boluses. The patient stated they don't feel the boluses and the healthcare provider (hcp) told them to call the manufacturer to check if the boluses were going thru. The agent reviewed the role of the manufacturer and that the pump would need to be interrogated in person to access reports. The patient was redirected to the hcp and the agent reviewed resources available to the healthcare provider.